Event description:
Caller states that the patient tested 7.3 inr on the device and 4.3 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.